Event description:
Upon removing safety cap, the entire safety cover was removed leaving an exposed needle with no safety device. Product is bd vacutainer eclipse blood collection needle, lot #5321286. This situation occurred with only 2 needles. This was the very end of that lot in storage. No needlestick occurred, no patient harm. Pt: 4582. Device: 3015. Ref: mw5188848.